Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records for all implanted devices associated with this event were reviewed, and no nonconfooormities were found. Device was discarded.

Event description:
It was reported to nevro that a patient in (B)(6) was admitted to the hospital due to an infection post implant procedure. The patient was given antibiotic therapy. The scs system was explanted. Follow up report indicated that the patient was responding well to hf10 therapy prior to the infection. Permanent implant is planned after the patient has recovered from the infection.